Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during normal follow up an event from the previous month was reviewed. The event showed a diverted shock that started as noise and then oversensing of twaves were noted due to low r wave amplitudes. It was noted that the noise could be recreated in the primary vector when doing push up maneuvers and moving from supine to sit up position. It was further noted that the amplitude had decreased from 5.0 millivolts (mv) to 2 mv. The field representative checked sensing in all vectors and received consistent measurements of 2 mv. Approximately two and a half weeks later x-rays were taken which showed the subcutaneous implantable cardioverter defibrillator (s-ICD) had moved anterior. A revision procedure was performed where it was noted that the suture on the s-ICD was no longer intact causing the device to migrate. The device was successfully repositioned posterior and sutured in place. The s-ICD remains in service and no additional adverse patient effects were reported.